Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. The attorney's legal claim alleges the patient underwent a revision procedure in (B)(6) 2013 for mesh that had "pierced through her vaginal walls into her vagina." No medical records have been provided for this procedure. The medical records that were provided indicate that a month after the alleged revision surgery, the patient had an in office cystoscopy procedure and was noted to have good vaginal tissue health overall. No evidence of mesh erosion or sling breakdown. Based on the medical records provided the need for the in office cystoscopy procedure was due to erosion of prolene anchoring sutures on the edges of the mesh. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records and the patient's legal claim provided to davol by the patient's attorney: on (B)(6) 2007 - the patient underwent an abdominal sacrocolpopexy with implant of a bard/davol flat mesh, posterior repair and a transvaginal suburethral sling (non-bard/davol repliform) placement with anterior repair. Operative dictation for the flat mesh notes "folded to a double thickness and secured to the 2-0 ethibond sutures and tied securing the mesh to the vaginal apex. The mesh was further anchored using a series of interrupted and running sutured of 2-0 vicryl." Per the operative report it appears the bard flat mesh was customized and a second piece from the same mesh was used in the same procedure to complete a vaginal vault suspension which was anchored to the sacrum. On (B)(6) 2013 - based on the attorney's legal claim, the patient had an episode where the mesh pierced through her vaginal walls into her vagina and underwent a revision surgery. On (B)(6) 2014 - patient had an office visit with complaints of dyspareunia. Patient had a cystoscopy procedure performed. Exam revealed erosion of her prolene anchoring stitches on the edges of the mesh. These were easily trimmed away. Patient had good vaginal tissue health overall. No evidence of mesh erosion or sling breakdown, the bladder is unremarkable. Urine is clear on dip/no infection.